Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a tear in the battery cable line. Nothing out of the ordinary seemed to have contributed to the tear. Rescue tape was wrapped around it and a controller exchange was performed. There was no more issues after controller exchange.

Manufacturer narrative:
Section h3: additional information. Manufacturer's investigation conclusion: the reported event of a tear on the system controller¿s power cable was confirmed. The returned system controller serial number (B)(6), was observed to have a tear in its white power cable upon arrival, near its bend relief (controller side). The controller was functionally tested and was found to perform as intended despite the observed damage. A log file was extracted from the controller; however, it contained no atypical events related to the controller¿s damaged cable. The root cause of the damage to the system controller was unable to be determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.